Manufacturer narrative:
Light adjustable lens was explanted on (B)(6) 2020 from patient's right eye as desired refractive outcome was not achieved after light adjustment treatments. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Light adjustable lens was explanted on (B)(6) 2020 from patient's right eye as desired refractive outcome was not achieved after light adjustment treatments.

Event description:
Light adjustable lens was explanted on (B)(6) 2020 from patient's right eye as desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Light adjustable lens was explanted on (B)(6) 2020 from patient's right eye as desired refractive outcome was not achieved after light adjustment treatments. Three lens fragments that comprised the lens was returned. Visual inspection found no issues with the lens fragments. Optical quality of the lens was also assessed and no issues were noted.